Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
The representative was provided a picture of an x-ray showing a t2 alpha greater troch nail with the distal locking screw backing out. Surgeon's text states: "why is it that the locking distal screws backed out but the regular screw did not?" No revision was reported for the patient at this time.

Manufacturer narrative:
The reported event was confirmed with the provided x-ray. Review of device history, labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No indications of material, manufacturing or design related problems were found during the document review. A device inspection was not possible since the affected device was still implanted. X-ray image was provided and reviewed by an hcp. In his opinion and in this case "the distal position of the als compared to the non-locking screws may end up with a longer lever arm and contribute to the loosening of the screw." Based on investigation and provided medical statement it could not be excluded that the reported event is related to patient factors contributed by the kind of treatment. In case essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
The representative was provided a picture of an x-ray showing a t2 alpha greater troch nail with the distal locking screw backing out. Surgeon's text states: "why is it that the locking distal screws backed out but the regular screw did not?" No revision was reported for the patient at this time.